Event description:
It was reported that the pt has developmental difficulties. He was bilaterally implanted on (B)(6), 2007. From the beginning the right ear was the dominant ear, and hearing, listening and language development was related to the right ear. A year ago, it was observed that the pt was not responding the way he used. His speech development was slow and almost stopped. He was not aware of sound. The external parts were replaced several times, but the situation remained. Testing shows that the device is functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.